Event description:
Caller stated that she has been having a lot of issues with low bgs lately and they have been due to her reservoirs. She states she has noticed some of her reservoirs leaking and she has had to have an ambulance called several times due to low bgs, cust states that the most recent time was about two weeks ago. Low bg t/s per dop. Patient's bg is 72 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.